Event description:
In 2009, the lay user/patient contacted lifescan (lfs) to report the one touch ultra meter was giving the battery indicator symbol. The sr. Medical surveillance specialist was able to classify the complaint based on the information originally provided. The day prior at 8:30 pm, the patient noted the reported meter was displaying only the battery indicator symbol; she was unable to obtain a blood glucose reading. The patient claimed she 'guessed' at the dose of insulin to take at that time. At 9:00 pm, the patient experienced the symptoms of sweating, blurred vision and fatigue. The patient treated her symptoms with food and/or drink; she did not seek any medical attention. Troubleshooting revealed the patient had not replaced the meter's battery as recommended by the manufacturer. According to the owner's booklet for this meter, the meter will display the battery symbol when there is no longer enough power to perform a test; the battery must be replaced. The issue was not resolved, as the patient did not have a new replacement battery available. The meter, test strips and control solution were replaced. The patient did not replace the meter's battery as recommended. The patient allegedly suffered symptoms suggesting severe hypoglycemia after taking an insulin dose without benefit of a meter readings, and received treatment with food to alleviate her symptoms. Therefore, this complaint is being reported.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.